Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02899. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient underwent stenting procedure to the right coronary artery (rca). A 2.50x16mm promus element plus stent was implanted in the distal rca and another 3.0 x 28 mm and a 3.5 x 20 mm promus element plus stents were implanted in the mid and proximal rca respectively. Two days post procedure, the patient presented with chest pain and myocardial infarction (mi). Cardiac catheterization was performed and revealed that the proximal portion of the rca was patent, however, stent thrombosis was clearly present in the distal rca. The event was treated with thrombectomy and placement of a non bsc stent. In (B)(6) 2014, the patient presented with recurrent anginal symptoms and abnormal stress test, diagnosed with worsening coronary artery disease. Cardiac catheterization showed three vessel disease and coronary angiography revealed focal 95% restenosis within a layer of overlapping stents, previously implanted in the mid and proximal rca. Subsequently, the patient was scheduled for planned coronary artery bypass graft (CABG) surgery. In (B)(6) 2014, the patient was hospitalized. The 75% stenosis in the first obtuse marginal (om) branch was treated with CABG with saphenous vein graft (svg) to first om. Also, CABG was performed with left internal mammary artery (lima) to diagonal branch and svg to right posterior descending artery (r-pda). Nine days post procedure, the events were considered resolved without residual effects and the patient was discharged on the same day.